Manufacturer narrative:
This report is submitted on march 16, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the implant secondary to an infection. The device was explanted on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device.